Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/22/2025, an arthrex subsidiary employee reported via email that the eyelet tip on an ar-2324bcct suture anchor had fallen out. The case was completed using a replacement ar-2324bcct suture anchor. This was discovered during a rotator cuff procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.